Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an internal neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the caller reported the patient got device for bladder. Caller reported patient had a non-device related knee surgery and left for rehab right after because of her age. Patient reported not having a bowel movement since the day before the knee surgery. Patient reported that on (B)(6) 2017 patient was put in the hospital for 2 days because they knew something was wrong with the urine/for kidney/bladder was not working properly. It was reported that the implant needed to be set and they put a catheter on the patient but she still was not going the way she was supposed to go. It was reported that the hospital got the bowel movement going and finally after enemas and other things the patient finally had a bowel movement. Patient was sent back to the rehab with catheter and it was taken off, but still was not urinating the way she needed to. Patient said device needed to be adjusted so patient b ladder could start being active. It was reported that the patient was in pain because the bladder was not pouring out, as they took the catheter out. Caller was worried that this could trigger patient¿s kidney to back up. Caller reported patient kept trying to use the patient programmer (pp) to adjust therapy but they were getting the call your doctor screen. Troubleshooting was not possible due to lack of access to product. It was reviewed with the patient that the pp did not have to be on the person for the therapy to work and taking out pp would not affect therapy. No further symptoms or complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.